Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the unable to dispense the medication. A technical support specialist (tss) reviewed myqlink and noted that the 00001 ¿ narcotic box key was not assigned to the machine. Review of past transactions showed no related activity. The user was advised to contact pharmacy, no response was received, and the tss proceeded with case closure.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the customer attempted to issue medication lorazepam 2 mg/ml injection to a patient; however, the required key did not display, preventing medication retrieval. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.